Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: m365sc8216500, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: m365sc43160, batch: 20543390.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8216-50 (sn:(B)(6) the returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4316 (ln:20543390) the returned clik anchor was analyzed, and it was reported that one of the eyelets was torn.